Event description:
Hospital reported iliac kissing procedure and both stents deployed simultaneously however one of the insufflators would not hold the pressure. Dr took over the insufflator and it still did not hold pressure. Both stents were still deployed adequately and accurately however dr did advise that he felt the balloon had a "slow leak". Both balloons being returned. Two lots uses, 1086118509 and 1084490325 but hospital not sure which one had the "slow leak". Pressure balloon inflated to was approximately 12.

Manufacturer narrative:
Upon completion of the investigation into this event, a follow up report will be submitted.